Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2367 (resume therapy, critical error found), which occurred on the homechoice (hc) during use during dwell 1 of 4. The patient was connected. The tsr asked the patient if they received another se prior to the se 2367 and the patient stated no. The tsr had the patient check the alarm log and there were no alarms prior to the se 2367. The tsr advised the patient they would need to start over with new supplies. The patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2367. The patient stated that they had since had their machine exchanged for a new one. The patient stated they had no problems with the supplies and they were continuing therapy successfully on the new cycler. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a system error 2367 (resume error, critical error found) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.